Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 300-30-10 - equinoxe preserve stem 10mm: (B)(6); 320-01-38 - equinoxe reverse 38mm glenosphere: (B)(6); 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6); 320-15-01 - eq rev glenoid plate: (B)(6).

Event description:
As reported by the equinoxe shoulder study, the 71 year old female patient had an initial left tsa on (B)(6) 2019 and presented with disassociation of polyethylene approxiamtely 3 year(s) and 1 month(s) post initial procedure on (B)(6) 2023. Patient was working on his car using vice grips, twisted his arm, and felt increased pain. He was found to be dislocated in the emergency department with a dissociated polyethylene liner. The case report form indicates that this event is definitely related to the device and to the procedure. The report also indicates the action taken was surgical revision with the removal of humeral liner, humeral tray, glenosphere, locking screws, and torque screws on (B)(6) 2023. The case is resolved. Due to clinical study, no devices will be returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been due to disassembly and dislocation. However, the reported disassembly and dislocation could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.